Event description:
Additional information received indicated that the patient's lead was fractured. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for magnetic resonance imagining. Device preparation showed and increase in the capture threshold and pacing impedance on the right ventricular (rv) lead. The patient was asymptomatic. Programming changes were made and the patient was stable throughout.